Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for an supraventricular tachycardia rhythm that fell into the wrong rate branch. The patient was asymptomatic. Programming changes were recommended. No further information is available.